Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results. A complaint investigation was conducted based on the event description and the assigned malfunction code soft cannula bent/kinked/crimped after removal -blockage. Additional information was requested to support the investigation; however, a lot number or any product specific information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint, and due to the absence of a specific lot number or part number, a high level investigation was conducted for the assigned malfunction in infusion set products from the ypsopump inset product family distributed to the customer. The investigation included an electronic quality management system (eqms) search, assessment of complaint trends, and review of applicable risk management documentation. No systemic issues were identified during this high level review. Please refer to the attached memos for full details. Memo ypsopump inset - cannula signed corrective and preventive action (CAPA) determination based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint investigation - conclusion due to the absence of a lot number, part number, and returned product, the investigation was limited to a high level review of the assigned malfunction in infusion set products from the ypsopump inset product family distributed to the customer. The review included an eqms search, complaint trending, and review of applicable risk management documentation. No evidence of a systemic issue was identified. No further action is required at this time, and the record will be closed with continued monitoring through routine tracking and trending. The record may be reassessed if additional information becomes available. Based on the available information, no further action is required. The record will continue to be monitored through post marketing surveillance (pms) and may be reopened if additional information becomes available. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set cannula bent event on (B)(6) 2026.patient reported severe ketoacidosis with coma, requiring hospitalization.the patient was treated in intensive care and experienced symptoms of increased thirst and frequent urination. The insertion site was abdomen. The blood glucose level was high (813mg/dl) and the patient was treated with insulin and potassium infusion, and intravenous placed in neck no further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.